Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged case/service code 204) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle pulled from the monitor case and the pulse wires were broken causing the faults. The root cause for the damaged receptacle was physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.